Manufacturer narrative:
The patient suspects his use of the oral appliance may be contributing to pain and tickling sensation in his ears. We are currently attempting to communicate with his doctor. At this time a conclusion cannot be made.

Event description:
Patient reported via email that he had been experiencing some pain and a tickling sensation in his ears, and he suspected that his use of our oral appliance may have contributed to the issue. The patient has been using his oral appliance for approximately 5 years.